Manufacturer narrative:
The associated complaint device was returned for evaluation. It was reported that during the intramedullary nail surgery, the screen was black" issue cannot duplicated. After inspection, found touch screen was not alignment(t/s was fail). System was out of warranty and phase out, also touch screen was discard and not replacement part. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the intramedullary nail surgery, the screen was black. No backup was available and the surgeon had to free hand to lock to complete the surgery. There was a delay shorter than 30 minutes reported. No injury or patient impact has been confirmed yet.